Manufacturer narrative:
Additional narrative: chapman, jr., henley, md., agel, j., randomized prospective study of humeral shaft fracture fixation: intramedullary nails versus plates. Journal of orthopaedic trauma 2000;14(3):162-6. Reprint in the cochrane collaboration by kurup, h., hossain, m., andrew, jg. Dynamic compression plating versus locked intramedullary nailing for humeral shaft fractures in adults. Cochrane database of systemic reviews 2011, issue 6. Art. No.: cd005959. This report is for an unknown 4.5 mm dynamic compression plates and unknown limited without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: chapman, jr., henley, md., agel, j., randomized prospective study of humeral shaft fracture fixation: intramedullary nails versus plates. Journal of orthopaedic trauma 2000;14(3):162-6. Reprint in the cochrane collaboration by kurup, h., hossain, m., andrew, jg. Dynamic compression plating versus locked intramedullary nailing for humeral shaft fractures in adults. Cochrane database of systemic reviews 2011, issue 6. Art. No.: cd005959. The authors conducted a study to compare compression plating and locked intramedullary nailing for primary surgical fixation (surgical fixation of an acute fracture or early fixation following failure of conservative treatment) of humeral shaft fractures in adults. A search was conducted on the cochrane bone, joint and muscle trauma group specialized register (february 2011), the cochrane library 2011, issue 1, medline and embase (both to february 2011) and trial registries for ongoing trials. Selection criteria included randomized and quasi-randomized controlled trials comparing compression plates and locked intramedullary nail fixation for humeral shaft fractures in adults. Five trials were included in the review. Chapman 2000 identified 46 participants treated with either 4.5 mm dynamic compression plate (synthes dcp) or the limited contact dynamic compression plates (synthes lc-dcp). They used the posterior approach in 30 patients, anterolateral/direct lateral approach in 14 patients, and the medial approach in two patients. Average time to treatment was 5.5 days. Mean age 33 years (18 to 83). Complications included: intraoperative fracture comminution, deep infection, restricted range of motion, elbow impingement, need for metal work removal, iatrogenic radial nerve palsy, reflex sympathetic dystrophy. This article summarizes postoperative findings from other published articles. A copy of the journal article is being submitted with this medwatch. This is for unknown 4.5 mm dynamic compression plates and unknown limited contact dynamic compression plates. This is report 1 or 1 for com - (B)(4).